Event description:
It was reported that the patient experienced dizziness. An x-ray confirmed the right ventricular lead was partially inserted into the device header. Reprogramming was performed to turn off detections. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4076 implantable pacing lead (B)(6) 2008; 4193 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.